Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the white cuff leaked during function test, prior to patient use. A new device was used for patient care.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff was unable to inflate. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling, although this could not be confirmed.

Event description:
Customer complaint alleges the white cuff leaked during function test, prior to patient use. A new device was used for patient care.

Manufacturer narrative:
Qn#20035154.

Event description:
Customer complaint alleges the white cuff leaked during function test, prior to patient use. A new device was used for patient care.